Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a balloon rupture and a shaft break occurred. The maverick2 20/2.0 monorail ptca catheter was advanced to the unspecified target lesion. The balloon burst and while attempting to remove the balloon catheter the shaft of the device broke. The device was able to be retrieved from the guide catheter using a wire. It was noted "physician worked with a higher pressure as the indications from bsc"; however, the amount of pressure used was unknown. The patient's condition is reported as "good". Additional information was requested and was not available.